Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report. Discarded.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Lints of a wrapping net were scattering in the package. Doctor worried about infection if the lint entered into a patient's body.

Event description:
Lints of a wrapping net were scattering in the package. Doctor worried about infection if the lint entered into a patient's body.